Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced a cardiac or respiratory collapse during pd therapy on the homechoice (hc) unit during dwell 1. The patient was in the hospital and connected to the hc at the time of the event. Due to the event, the caregiver (cg) contacted a baxter technical service representative (tsr) to request assistance with ending the therapy session. At the time of the call the patient was no longer connected to the hc. The tsr assisted the cg in ending the therapy and to shut down the hc. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. During evaluation, the device passed electrical, volumetric accuracy and temperature testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted that were related to the reported problem. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device service history was performed and revealed no failures or problems that were the same as or similar to the reported event. A review of the device history record was performed and showed there were no issues found related to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.